Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this tachy lead was not successfully implanted due to an unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported. Additional information indicated that the physician had a hard time tracking this lead over the wire due to the patient's anatomy and opted to use a new lead with different manufacturer instead.

Event description:
It was reported that this tachy lead was not successfully implanted due to an unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported. Additional information indicated that the physician had a hard time tracking this lead over the wire due to the patient's anatomy and opted to use a new lead with different manufacturer instead. Hence, this event is deemed nonreportable.

Event description:
It was reported that this tachy lead was not successfully implanted due to an unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported.